Manufacturer narrative:
According to the facility on 10/9, the foley was leaking around the urethra. There was inaccurate urine input and output. The catheter was removed and replaced. The facility stated the was no patient harm. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 10/9, the foley was leaking around the urethra. There was inaccurate urine input and output.